Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ bc shielded IV catheter when giving the contrast medium to the patient, it leaked from around the catheter adapter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis: device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Although this incident is reportable the related lot number is unknown. Findings: n/a. Qn / sap database review: no. Reason: the lot number related to this investigation is unknown. Visual analysis: observations and testing: used unit: received one used catheter adapter unit attached to a miscellaneous extension set. Visual/microscopic examination: no physical mechanical damage was observed on the catheter tubing or the adapter. No visible damage was evident, the catheter-adapter contained all components (.i.e. Actuator) per specifications. Water/air leak test: using a lab supplied male slip luer test fitting connected to an end of the extension set received along with the bd unit performed a water/air leak test. No leakage occurred. Using a lab supplied male slip luer test fitting connected to the male end of the adapter performed a water/air leak test. No leakage occurred. Peura analysis: the peura (end user risk analysis) rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation samples(s) meet manufacturing specifications: yes, no physical-mechanical damage was found and the unit did not leaked during the water/air leak test. Conclusions: the catheter-adapter assembly did not leak during the testing performed. No evidence of physical-mechanical damage was found. Root cause relationship of device to the reported incident: indeterminate.